Manufacturer narrative:
It was reported that the ventilator was contaminated with a liquid. The ventilator was investigated by our field service engineer on-site and the power control (pcb) was determined defective and replaced due to liquid traces which solved the issue. The o2 cell and batteries modules were also replaced due to their lifetime have expired. No log files were provided and no parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).

Event description:
It was reported that the ventilator was contaminated with a liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).